Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing lung problems and chronic obstructive pulmonary disease (copd). There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer incorrectly provided code 1120 for contamination in h6 section. During the device evaluation there was no evidence of contamination in the device. In this report, section h6 have been updated.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing lung problems and chronic obstructive pulmonary disease (copd). There was no report of serious or permanent patient harm or injury. The manufacturer received new information that the device was returned to an authorized service center for evaluation. The device was visually inspected. The service center found no evidence of contamination. The device's downloaded event log was reviewed by the manufacturer and found e53 and e55 on the error log. The device passed all final testing. There was no evidence of sound abatement foam degradation. The device has been scrapped. In this report, section d9, g3, h6 have been updated.